Event description:
Audiologist emailed med-el reporting cochlear implant was removed due to malfunction on (B)(6) 2024.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to a device malfunction. However, device investigation revealed a device that is working within specification. A possible air bubble above the reference electrode is reported however this was not confirmed. This is a final report.

Event description:
Audiologist emailed med-el reporting cochlear implant was removed due to malfunction. Additional information stated that the user experienced intermittent sound after changes in altitude and possible air surrounding the electrode array. The user has been re-implanted.

Manufacturer narrative:
According to the information received from the field the device was explanted due to a device malfunction. However despite requested neither further information nor the explanted device has been received for investigation. A root cause cannot be determined with the currently available information.

Event description:
Audiologist emailed med-el reporting cochlear implant was removed due to malfunction. No further information has been made available.